Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error on friday and today the device alarmed unexpected restart after a battery change. She can't clear the alarm because the buttons are unresponsive. Customer's blood glucose was 123 mg/dl. Customer was advised the device needed to be replaced. The device is not returning for analysis.